Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, the AED powered on and prompted a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
The unit was returned for further evaluation and underwent bench testing. The AED passed all functional tests. The evaluation did not identify a cause for the depleted battery. The depleted battery was not returned.